Event description:
It was reported the pt is no longer receiving effective coverage. The physician believes this might be due to the mass amount of scar tissue the pt has. Unfortunately, the physician does not want to move forward with surgical intervention again. See MFR report # 1627487-2013-04792 for the prior surgical procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.